Manufacturer narrative:
(B)(4). Batch #p5837v. Investigation summary: the ec60 device was received for analysis with the clamping mechanism damaged and with four cartridge presents. The reloads (b & e) were received partially fired 1/16. The reloads (c & d) were received partially fired 1/3. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components, and the shroud post assembly in the retainer channel was noted to be broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a radical resection of hilar cholangiocarcinoma, before using the device on the patient, the surgeon installed the reload and noted it was difficult to open jaw after closing it. Then the surgeon changed another three reloads (one ecr60b, two ecr60ws), but it was still hard to open the jaw. Another gun was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.